Event description:
During a breast biopsy procedure, the probe made a loud grinding noise; the probe took 2 samples then stopped with an error code. The error code continued each time as the doctor tried to sample. There was no patient consequence.